Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/26/2015. The fse found a leak near front of flowcell. He replaced the mixing chamber tubing and drain and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a clear fluid leak of 30 ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.